Manufacturer narrative:
(B)(4) date sent: 7/8/2016. Batch # unk additional information was requested and the following was obtained: did the tissue pad melt? Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) The physician took few tissue and the tissue pad melted and detach from the clamp. If yes, did any piece fall into the patient? Yes. Was the piece retrieved? Yes. Is the pad piece being returned with the device? No. Or, was the pad piece discarded? It was discarded. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No the device was replaced in 3 or 4 minutes, thus there was no delay in the procedure and it did not cause any injury for the patient.

Event description:
It was reported that during a gastroplasty procedure, the clamp presented defect, which the tip's teflon (white) displaced from the clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9384n. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.